Event description:
It was reported a 14mm amplatzer muscular vsd occluder was chosen for implant on (B)(6) 2022. The device was sized by fluoroscopy. During procedure, post deployment, the device immediately embolized into the pulmonary artery. The patient remained hemodynamically stable/ a snare was used for retrieval and the device was removed. A replacement device was not used, the procedure was aborted. The patient's status was unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the cause of the embolization of the 14mm occluder was believed to be due to the device not fitting well and as well as the patient's anatomy. It was also reported that both devices were attempting to be placed in a patent ductus arteriosus (pda), which was off-label use.

Manufacturer narrative:
An event of device embolization into the pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "indications and usage: the amplatzer¿ muscular vsd occluder is indicated for use in patients with a complex ventricular septal defect (vsd) of significant size to warrant closure (large volume left-to-right shunt, pulmonary hypertension, and/or clinical symptoms of congestive heart failure) who are considered to be at high risk for standard transatrial or transarterial surgical closure based on anatomical conditions and/or based on overall medical condition."na